Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: mitraclip system, steerable guide catheter, 1 implanted mitraclip. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology and due to the thin and degenerative condition of the leaflets. The reported patient effect of tissue damage was likely a result of procedural/patient conditions, as grasping attempts on the degenerative leaflets reportedly resulted in damaging the posterior leaflet. The reported worsening mitral regurgitation (mr) was likely a symptom of the leaflet damage. In addition, the reported patient death appears to be a result of procedural circumstances and due to acute multiple organ failure caused by heart failure. The reported patient effects of tissue damage, worsening mr and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. This event was further reviewed by an abbott vascular senior medical advisor. The reviewer noted that in this case, a complex procedure in a patient with challenging anatomy initially resulted in a reduction of mr, but attempts to optimize the results and treat residual lateral jets were unsuccessful and caused posterior leaflet damage; ultimately increased mr to 4+. The reviewer continued that the procedure was discontinued at this stage due to patient condition; the patient died the next day after having refused an intervention to fix the valvular damage. The reviewer determined that the patient death was due to worsened clinical condition triggered by a long complex procedure and significant residual mr, and was unrelated to the device. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device. The other clip delivery system (61128u148) referenced is filed under a separate medwatch report number.

Event description:
This report is filed on the third cds 61221u103 for leaflet damage, increased mitral regurgitation, and subsequent death. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 3 with degenerated, thin leaflets, chordal rupture, and dilated annulus. One clip was implanted centrally, reducing the mr to 2-3. The second clip delivery system (cds 61128u148) was advanced to treat the lateral jet. Several leaflet grasping attempts were performed, and at this point, the grippers could no longer be lowered. Several attempts were made to raise and lower the grippers, without success. The cds was removed and replaced. The third cds (61221u103) was advanced to the mitral valve and after several unsuccessful leaflet grasps, the mr increased to massive 4+. It was then noted that the posterior leaflet was damaged. A clinically significant delay in procedure was noted. No further clips were attempted, and the procedure was discontinued. The intubated patient was sent to the intensive care unit. The patient denied surgical intervention and died the next day. It was suspected that the cause of death was acute multiple organ failure caused by heart failure. In the physician's opinion, the multiple leaflet grasps caused leaflet damage; however, the mitraclip system worked as expected. No additional information was provided.